Manufacturer narrative:
One opened knife sample was received wrapped in gauze for the report of being dull. The returned sample was visually inspected and was found to be nonconforming with a damaged tip, a damaged cutting edge and a bent shank of blade. Penetration testing could not be performed due to the damaged condition of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Since the sample was returned opened, how and when the shank of the blade became bent could not be confirmed. The damage to the blade of the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip, damaged cutting edge, and bent shank exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the unsatisfactory knife performance was noted during a cataract surgery. An alternate knife was obtained in order to perform and complete the procedure.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a knife was able to make the pre-incision, but unable to complete the incision during surgery. There was no impact to the patient. Additional information has been requested.